Event description:
It was reported that during a gastrectomy procedure, the staples were unformed at the first firing. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, h6-information anticipated, but unavailable at this time.